Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the gantry cable chain was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the issue could be confirmed.

Event description:
A site representative reported that, while outside of a procedure, the gantry tube cable insulation was scratched and the imaging system could not be used. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The gantry cable chain was returned to the manufacturer for evaluation. Testing found that the cable had a missing connector on one end and visual crimp marks on the cable.